Event description:
It was reported, the patient was unable to adjust stimulation using the patient programmer. The patient could not turn stimulation off after she went for a walk.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4); implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).